Manufacturer narrative:
Received 1 used stone basket with the original unit packaging. The reported event that the stone basket broke is unconfirmed. The product returned was disassembled and only the drive wire with the basket still attached was returned. The handle/sheath was not returned for evaluation. The entire length of the drive wire of the basket was pulled out of the orange sheath with the basket fully opened. Inspection noted that the drive wire and the basket was still intact with no breakages observed. Further inspection of the drive wire noted that it was kinked near the proximal end and in multiple locations along the length of the wire. Further inspection of the basket noted that the basket wires were bent; however, were still intact. Examination with magnification found crimp marks on the proximal end of the wire. The presence of the crimp marks indicate that the wires had been properly secured when the handle was assembled. The returned sample did not exhibit any breakage of the drive wire nor of the basket. The handle of the bard platinum class stone basket is designed to be removed if necessary. According to the event description, the doctor could not retract the stone basket since the stone was too large. The drive wire most likely disassembled from the handle because the user tried to forcibly retract the basket causing the stainless steel drive wire being pulled from the crimp joint in the handle and giving the user the false impression that the device broke. It is also possible that the thumb screw on the handle had been loosened but evaluation of the sample could not be done since the handle was not returned. While the root cause of the kinks in the drive wire could not be determined, the damage most likely occurred post manufacturing. According to the event description, the doctor was lasering the stone within the basket which is not recommended as baskets, guidewires and other ureteroscopic accessories may be damaged by direct contact with the laser treatment beam. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " this device is intended for use in the endoscopic removal of renal and ureteral stones. Warnings: " some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended; do not use the platinum class" flatwire basket if the object is too large to be removed endoscopically. After use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable laws and regulations. " this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Cautions: objects that are too large to be recovered through the sheath or through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract. If resistance is encountered during advancement or withdrawal of the device, stop and determine the source of resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance. Where necessary, use of a lithotrite may be required to reduce the stone burden within the basket, provided that no direct contact is made with the stone basket. Precautions: do not allow the device to come in contact with any electrical equipment. Do not rotate an open basket in the ureter. Potential complications that may result from the use of a basket in an endoscopic urological procedure include but are not limited to: " perforation " edema " evulsion " entrapment " basket inversion " inability to disengage from " hemorrhage irretrievable object. Directions for use: only physicians trained in stone manipulation should perform this procedure. A variety of techniques in the use of this instrument may be employed; however, the physician should use the technique with which he/she is most familiar. Inspect the device prior to use and during the procedure. Retract instrument tip into sheath. In the closed position, insert the instrument into the ureteroscope working channel and advance the ureteroscope into the ureter or renal pelvis. With the basket closed/retracted, advance the instrument to the object to be removed. Push forward on thumb control knob to advance basket between object and ureteral wall. Once the object has been captured, partially close the basket to secure the object for removal. Simultaneously withdraw the basket and the ureteroscope from the urinary system. Handle disassembly/reassembly: if handle removal is desired: unscrew the thumb screw located on the basket handle. Gently pull backward on the handle, releasing both the handle and sheath from the drivewire/basket combination. If any resistance is felt at this stage, stop and determine cause of resistance. Once the stone burden within the basket has been removed, the basket can be closed using an open tip ureteral catheter. The basket can be reassembled easily by inserting the drivewire into the sheath and advancing until it reaches the handle. Tighten the thumb screw to secure the drivewire in place." (B)(4). Corrections: (MDR classification), adverse event and/or product problem, type of reportable event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stone basket broke inside of the patient, leaving pieces inside. The patient allegedly underwent an additional procedure to remove the pieces. The doctor lasered the stone within the basket. When finished, he allegedly attempted to disengage the basket and was unsuccessful. As a result, it broke. The patient was reportedly taken to extracorporeal shock wave lithotripsy to break the stone and removal of the basket was attempted. The doctor was unable to remove the basket; therefore, the patient was taken back to cysto for removal of the basket. The basket was allegedly broken into 2 pieces and the doctor was able to remove the entire basket with no injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stone basket broke inside of the patient, leaving pieces inside. The patient allegedly underwent an additional procedure to remove the pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stone basket broke inside of the patient, leaving pieces inside. The patient allegedly underwent an additional procedure to remove the pieces. The doctor lasered the stone within the basket. When finished, he allegedly attempted to disengage the basket and was unsuccessful. As a result, it broke. The patient was reportedly taken to extracorporeal shock wave lithotripsy to break the stone and removal of the basket was attempted. The doctor was unable to remove the basket; therefore, the patient was taken back to cysto for removal of the basket. The basket was allegedly broken into 2 pieces and the doctor was able to remove the entire basket with no injury to the patient.